Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they having issues with insulin pump. Customer's blood glucose value was 98 mg/dl. The customer had assisted with troubleshooting. Customer states that they just got a new insulin pump and it was going off and there was nothing on the screen. Customer states that the insulin pump was just asking to suspend delivery and keeps beeping after every 5 minutes. Customer states buttons were neither pressed nor accidentally pressed. Customer reports the notification light was not blinking. Customer states there was nothing nearby that beeps. Customer states insulin pump had bolus not delivered and no alarms. The device will be returned for analysis.